Event description:
During review of an article, information was reported concerning a patient whose vertebra had fractured through a pedicle body junction. A subsequent kyphoplasty was done. In this case the body was below the pedicle making needle insertion difficult. The patient developed anterior cord syndrome due to the intrapedicular approach that was used. No other information was available.

Manufacturer narrative:
Report source . New technologies in spine kyphoplasty and vertebroplasty for the treatment of painful osteoporotic compression fractures. Steven r. Garfin, md, hansen a. Yuan, md, and mark a. Reily, md. Device not returned, internal review of literature.